Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. This is the final report.

Event description:
The recipient is reportedly experiencing retention issues due to a thick skin flap. The highest magnet retention was implemented, however, the issue did not resolve. Skin flap surgery is scheduled.

Manufacturer narrative:
On (B)(6) 2018, the recipient underwent surgery to thin the skin flap. The recipient is now able to maintain lock with the device.